Event description:
It was reported that the patient came in with high, out of range lead impedances on the right ventricular (rv) lead for both pacing and shocking channels. When trying to remove the pace/sense portion of the rv lead from the header, it would not come out. The set screw appeared stripped and finally, with some tension, the rv lead came out of the header. A portion of the rv lead was surgically abandoned, and the cardiac resynchronization therapy defibrillator was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient came in with high, out of range lead impedances on the right ventricular (rv) lead for both pacing and shocking channels. When trying to remove the pace/sense portion of the rv lead from the header, it would not come out. The set screw appeared stripped and finally, with some tension, the rv lead came out of the header. A portion of the rv lead was surgically abandoned, and the cardiac resynchronization therapy defibrillator was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.